Event description:
It was reported that blood leakage was observed from a opening on the side of the device, which is an opening for the holder. The device had been primed and de-aired using ringers acetate. The leakage decreased thirty minutes later, and ended with deep hypothermic circulatory arrest. The leakage resumed after the reactivation of cpb (cardio pulmonary bypass). Total cpb time was 195 minutes. Estimated blood loss was 50-100 ml. No blood transfusion was performed. No reported consequence to the patient was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new information becomes available.